Manufacturer narrative:
Additional info has been requested and if received will be provided in a supplemental report.

Event description:
It was reported that, "the pt had knee pain. The patella was not resurfaced during his primary surgery. Revision surgery, resurfaced patella and put in new poly liner."